Event description:
Boston scientific received information that this right ventricular lead was repositioned due to intermittent capture at maximum output due to high thresholds. No asystole was observed. The initial issue was noted during a routine follow-up in which the patient did not feel well. The lead was repositioned successfully. The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.